Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m14 units, and he contracted the uti because he did not receive his usual delivery of wipes which he used routinely to disinfect the area of insertion before catheterization. He did not use the wipes for about a two week period during which he acquired the uti. He did not recall the lot number of the m14 product he used at the time of the infection.

Event description:
Intermittent catheter patient (user) stated he had a urinary tract infection (uti) 4-6 weeks ago concurrent with catheter use. During follow-up, the patient said he was in the hospital for another issue when they discovered he had a uti, was treated with intravenous (IV) antibiotics before he was discharged from the hospital 2.5 days later, and recovered fully from the uti.